Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated shorting/low impedance in the battery. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient presented to the emergency department after the device triggered an alert. It was noted that the device battery voltage upon interrogation was 2.58 volts; however, the day before the voltage had been 2.98 volts. Additionally, the device's lead impedance readings showed the pacing impedances for the atrial and right ventricular (rv) leads to be out of range with measurements of either 0 or greater than 3000 ohms. The next date at the device change out procedure it was found that the device had a power on reset (por) due to the low battery voltage and had no wireless telemetry but the impedances were measuring within normal range. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.